Event description:
Elderly male with history of severe mitral regurgitation. Procedure is mitral clip. The mitral clip would not stay closed as supposed to. It was noted the clip needed to be removed to get a proper closing clip. Upon trying to remove the clip, it would not invert making it unable to be removed. Clip then had to be deployed as is in the body. No known harm to patient, however, patient did develop large right pleural effusion. 10 days later, patient still hospitalized. Manufacturer response for mitral valve repair devices, mitraclip (per site reporter), will obtain.